Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on the field report of muscle/pocket stimulation, a known medical risk for implanted pulse generator systems (pacemakers, defibrillators, rhythm therapy devices and associated cardiac leads).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high pacing thresholds. The patient felt muscular stimulation on his left side and possibly felt some around device. This device was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high pacing thresholds. The patient felt muscular stimulation on his left side and possibly felt some around device. This device was explanted and will be returned for analysis. No additional adverse patient effects were reported.